Event description:
The pt reported treatment in an emergency room due to blood glucose levels of 500mg/dl and a diagnosis of "borderline" dka; she noted nausea, vomiting, blurred vision, and loss of sensation in her feet at the same time. She reported that she had disconnected from the pump because she was unable to prime it after three attempts during multiple cartridge and infusion set changes. The pt stated that she observed a bent cannula when she removed the first infusion set. During the second and third change of supplies, she did not observe bent cannulas after removal. She confirmed that no insulin drops came out of the end of the tubing after holding the okay button for 30 seconds during each prime attempt. She attempted again to prime the pump during this contact - she reported that no insulin was primed through the tubing and no alarms were emitted. The pt denied dust or debris in cartridge compartment and confirmed plunger is aligned in the cartridge. The pt denied changes in medication, diet or exercise. She replaced infusion sets and cartridge appropriately. The pt denied any problems with scar tissue, bleeding, or leaking. She also denied any issues with bubbles in tubing or cartridge. Insulin appeared normal and was less than 28 days old. The time/date, basal rate settings and total daily dose delivery history were correct. There were no associated alarms in the history. The pt denied any other reason for this blood glucose excursion and implied that it was related to the inability to prime the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. One call service alarm was observed in the pump history at the time event associated with a high force reading. A rewind, load, and prime were performed successfully without alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.